Event description:
It was reported that the patient had been looking "grey" for about five months. About a week ago the patient was hospitalized with early stages of respiratory failure. There was no reported event with a refill session, medical procedure or environmental exposure associated with the change in the patient's color or hospitalization as it was reported to be a gradual change. The hospital work-up did not show any reason for the respiratory failure. The patient was placed on home oxygen. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.